Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. To resolve the issue the fse replaced the tarpon amp board at the affected location (fs). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case: (B)(4).

Event description:
The field service engineer reported signal loss at the fs (forward scatter) position when running flow check on the customer's fc 500 flow cytometer during preventative maintenance service. There was no report of death, injury, or change to patient treatment as a result of this event.